Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a pt passed away at home while wearing the lifevest. Review of the events surrounding the death indicate that an arrhythmia was detected 19:46:20. The pt's ECG shows sinus tachycardia transitioning to vt at 250bpm. However, the ECG also shows motion artifact which precluded the treatment from being delivered. The source of the motion artifact is unk. The detection stopped approximately 30 seconds later and the belt was disconnected another one minute later.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The monitor and electrode belt were fully functional and able to detect and treat. Monitor: 08/01/2012. Electrode belt: 01/01/2012.